Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We have received two different cases for this code-batch, regarding the same issue and from the same customer at the same time. We manufactured and distributed in the market 4,932 units of this code-batch. There are no units in our stock. We received four opened and used samples containing a broken thread (four pieces of thread attached to the needle and measuring 58.5cm, 19.8cm, 26.4cm and 47.8cm each and 5 pieces of thread measuring 41.3cm, 10.6cm, 13.8cm, 17.8cm and 11.5cm) to analyze both complaints. However, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received and with the open samples received a further analysis cannot be performed. Final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread is torn while surgery, doctor confirmed no danger for the animal at no time. Additional information has not been provided.